Event description:
A customer reported using a dreamstation 2 advanced auto CPAP device and alleges the device stopped working in the middle of the night and a service required message displayed on the device. There is no allegation of serious ore permanent harm or injury. No medical intervention was reported. The device was returned to a third party service center for evaluation. An image received from the third party service center appeared to display burn marks inside the device. The pca is damaged, and traces of burn marks and corrosion were observed. The following was observed during device evaluation: blower box contamination, blower outlet seal contamination, iso port contamination, modem corrosion, inlet/outlet seal contamination, heater plate contamination, and ui bezel is scratched. The third party service center could not complete the investigation so the device will be sent to the manufacturer's investigation laboratory for further examination. If any additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
The dreamstation 2 advanced auto CPAP was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that a thermal event took place on the pca, most likely due to the potential water/liquid ingress to the pca, this was most likely the cause of the device not working properly. Additionally, during the service of the device, the following was observed: sd card slot (j1) had unknown residue spots on it. There was oxidation discoloring on some of the vias on the pca which is an anticipated occurrence. Blower motor had dust-like contamination on it and in it. Blower motor isolators and blower motor seal were discolored. Wire guides of the blower box had unknown black contamination in them. White and black dust-like contamination and hairs/fibers at the air inlet of the blower box. Slight black contamination, consistent with keratin, at the air outlet of the blower box. White and black dust-like contamination and hairs/fibers in the blower box. Potential mineral deposit stains in the blower box, indicating potential water/liquid ingress. Potential corrosion on a screw from the blower box. Dust-like contamination and hairs/fibers in the bottom enclosure. Dust-like contamination on the underside of the heater plate. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device sn, review confirms that the device met the final acceptance criteria and was released for final distribution. Updated: problem code updated. Evaluation method code updated. Evaluation results code updated. Component code updated. Conclusion code updated.